Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, (B)(6).